Manufacturer narrative:
The patient samples were returned for investigation. For sample ID (B)(4), the differences in ft4 values are most likely based on methodological differences. Product labeling states: "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The ft4 values for sample ID (B)(4) are within their respective assay reference ranges. The deviation of results were within expected limits. Calibration and qc performed as expected. A general product problem can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 75 patient samples and questionable elecsys ft3 iii and elecsys ft4 iii assay results for 2 patient samples on a cobas e 801 module compared to the siemens centaur method. Two module serial numbers were provided (B)(4) it is unknown which analyzer produced the initial or repeated results. This medwatch covers the ft4 iii patient results. Refer to medwatch with patient identifier (B)(6) for information regarding ft3 iii results.